Event description:
Capture anomaly and dislodgement were reported. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.